Manufacturer narrative:
The initial MDR was filed as MFR report # 3004209178-2015-25130.

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the infection was determined to be an exposed lead wire. The action taken to resolve the infection was that the device was removed. The infection had resolved.

Manufacturer narrative:
(B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient had a device infection. The implantable neurostimulator (ins) and lead were explanted on (B)(6) 2015. The system would be replaced in the future. It was unknown if the issue was resolved. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.